Event description:
Allegedly, patient was revised due to mom complications: pain; leg length discrepancy. Intraoperatively the cup has "disintegrated" which caused metal shavings and debris - left.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00796, -00798, -00799.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.